Manufacturer narrative:
An event regarding pain & revision involving an mako baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Need x-rays, operative reports and progress notes for completion of the assessment. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined since the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If devices and/or additional information like are received, this investigation will be reopened and re-evaluated.

Event description:
The patient had a total knee arthroplasty procedure done. Patient is 11 months post knee surgery as part of the (B)(6) trial. He has been experiencing pain and swelling in his left knee from 3 months post surgery and has been monitored since then with a treatment plan in place. Symptoms have not settled as planned.

Manufacturer narrative:
Should additional information become available, a supplemental report will be submitted. The device was not returned.

Event description:
The patient had a total knee arthroplasty procedure done. Patient is 11 months post knee surgery as part of the truck trial. He has been experiencing pain and swelling in his left knee from 3 months post surgery and has been monitored since then with a treatment plan in place. Symptoms have not settled as planned.